Manufacturer narrative:
Product analysis of part#9561524 ; lot# my18a001 visual and functional testing identified that it appears the locking handle screw is worn and will no longer lock up when tightened. This is consistent with anticipated wear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that, instrument was not rigid because it was missing the locking nut. The was happened during cleaning, outside sterile field. Instrument was used for microdiscectomies earlier. There was no patient involvement reported. No further complications reported regarding the event.